Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 202 mg/dl. The customer also experienced nausea, ketones, high white blood cell count, anemia, and was vomiting. It was also stated that the insulin pump was not priming correctly and was giving alarms during the prime process.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.